Event description:
Caller states that she tested at 111 mg/dl on the device and delayed eating due to result. She states that she felt weak and passed out an undetermined amount of time later. The emergency room tested her at 57 mg/dl on their device she reports that she remained in the hospital overnight. No quality controls were used. Requested return of suspect device and replacement was sent.